Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated, possibly due to the blood within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. After soaking, liquid was found to be leaking from a longitudinal tear in the midshaft which started at 12 mm proximal to the guidewire exit port and extended for a distance of 3 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27april2016. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use; however, it was noted that the balloon ruptured at 4atm when dilated for the first time. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good. However, device analysis revealed a longitudinal tear in the shaft.